Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 135x50cm ekos endovascular device was visually and microscopically examined. Microscopic visual inspection of the infusion catheter showed a crack in the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked liquid from the coolant and drug luers where the cracks were present. The reported events were confirmed.

Event description:
It was reported that the device was cracked and leaking, requiring intervention. This 135x50cm ekos endovascular device was selected for use during a deep vein thrombosis ekos procedure. The catheter was placed, and the patient was brought to the intensive care unit (ICU) for treatment. While in the ICU, it was noticed that the drug and coolant luers were cracked and leaking. It was additionally reported that just the coolant luer was broken and that ultrasound therapy was turned off. The catheter was subsequently exchanged, the procedure resumed, and it was noted that clot lysis was not completely achieved. There were no patient complications.

Event description:
It was reported that the device was cracked and leaking, requiring intervention. This 135x50cm ekos endovascular device was selected for use during a deep vein thrombosis ekos procedure. The catheter was placed, and the patient was brought to the intensive care unit (ICU) for treatment. While in the ICU, it was noticed that the drug and coolant luers were cracked and leaking. It was additionally reported that just the coolant luer was broken and that ultrasound therapy was turned off. The catheter was subsequently exchanged, the procedure resumed, and it was noted that clot lysis was not completely achieved. There were no patient complications.